Manufacturer narrative:
Philips has investigated this complaint. It was reported that the system starts up failure. Upon troubleshooting, philips field service engineer (fse) inspected the system onsite and confirmed the system disk was not available and defective. Fse replaced the system disk and restore total backup, recreate frontal/lateral database. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not boot up successfully. The device was outside of clinical use at the time of reported event. No harm was reported to philips. The fse (field service engineer) replaced the system hard disk and returned the system to use in good working order.